Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable calcium gen 2 result from the cobas pro c 503 analytical unit. The initial result was 12.7 mg/dl and was reported outside of the laboratory. The repeat result was 9.8 mg/dl and was deemed correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer checked the sample probe rinse and air purge, checked reagent probes, check that cuvettes were being evacuated, and checked the rinse head for overflowing of cells. He ran precision checks and mechanical and operational checks that all passed. The investigation is ongoing.